Event description:
It was reported that the patient's scs leads were explanted and replaced to address the issue.

Manufacturer narrative:
The report of ¿unable to set ipg to MRI mode¿ was not able to be confirmed. Analysis of the lead found it was returned incomplete. Only a small portion (4.3cm terminal end only) of the lead was returned. The lead had been cut as a result of the explant procedure. Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided.

Manufacturer narrative:
A patient unable to set implanted system to MRI mode due to a suspected impedance issue on their scs leads was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 3006705815-2020-32025. It was reported the patient's scs system is unable to enter MRI mode due to a suspected impedance issue on their scs leads. In turn, the patient may undergo surgical intervention to address the issue. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.